Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No additional complaint has been previously reported for this lot number. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, neither the complaint sample nor images were provided. The alleged failure could not be reproduced and the complaint evaluation has been closed with inconclusive result. Potential factors that could have led or contributed to the deployment failure have been evaluated. The event reported may be use related as rough handling especially during unpacking may lead to deformation and subsequent increase of the release force. There was no report of balloon pre dilation which was considered a contributing factor to the event reported. Based on the information available, a definite root cause for the event reported could not be identified. The instructions for use (IFU) sufficiently address this potential risk . The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit'. The IFU also states: 'predilation of the lesion should be performed using standard techniques.', and 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.¿

Event description:
It was reported that during a vascular stent procedure in the distal sfa, the vascular stent deployed approximately one centimeter when the deployment mechanism became unresponsive; however, upon removal of the partially deployed stent and deployment system, approximately 5 millimeters of the vascular stent fractured off at the common femoral artery. A new vascular stent was prepped and deployed in the distal sfa successfully. There was no reported patient injury.